Event description:
The rv pacing lead was returned to the manufacturer with no information and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant products: 694965 lead, implanted (B)(6) 2006; 419478 lead, implanted (B)(6) 2006; 5076-52 lead, implanted (B)(6) 2006. (B)(4).